Manufacturer narrative:
The device was not returned. Subsequently, an investigation for the device was not possible.

Event description:
On 20-jan-2022, a spontaneous report from the united states was received via an email regarding a consumer regarding a male (age not reported) who was using new skin sensitive for cuts (unspecified). Medical history included prior use of new skin for years without issue. Concomitant products were not provided. On an unspecified date, the consumer topically applied new skin sensitive to his cut(s). On an unspecified date, after the consumer topically applied the product to his cut(s). He had to retreat several times and "it still got infected". Follow-up attempts have been unsuccessful to obtain additional information. No additional information was provided.